Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g7 cgm pairing failures with the ilet, received connection prompts, cycled through multiple sensors, synchronized data, and restarted the iphone, after which pairing was restored; the event was categorized as cgm not paired with troubleshooting and education completed. Symptoms included hyperglycemia with a reported peak blood glucose of 234 mg/dl for about one hour without ketone testing or medical intervention. Outcomes included no hospitalization, no emergency treatment, no need for assistance, and subsequent glucose of 88 mg/dl. Investigation included remote support guidance, alert dismissal, device mode toggling between g6 and g7, data sync, and phone restart. Investigation of this case revealed a transient connectivity issue consistent with cgm pairing failure, with resolution following user-guided troubleshooting and no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption resolved by standard troubleshooting.